Event description:
It was reported by svc report that the stretcher will not pump up due to broken pump pedal. It is unk if there was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Pump pedal assembly.